Event description:
It was reported that customer received a no delivery alarm. Customer's blood glucose was 429 mg/dl and was treated with manual injections. Customer reported symptom of thirst. Customer also reports of having a bent cannula. Customer was not able to troubleshoot due to past event and not having any more supplies. Customer was advised to call back should issue re-occur.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.